Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the index procedure, there was difficulty in cannulating the contralateral gate which lead to excessive limb manipulation and a slight distal movement of the graft. Ballooning was attempted one hour post polymer fill to resolve the endoleak, however it was unsuccessful. A palmaz stent was placed as well but the type ia endoleak persisted. The physician elected to end the procedure and schedule a re-intervention for a later date. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was found to be unknown/undetermined due to the lack of medical information or imaging surrounding the implant procedure. The reported late ballooning in combination with the technical difficulty cannulating/manipulating the limb stents (procedure-related contributing issues) likely contributed to the intraoperative loss of seal, stent graft invagination, and aortic stenosis at the sealing ring. Anatomy/user-related contributing issues could not be determined. There were no procedure-related harms identified. It was reported that the type ia endoleak resolved on its own after 60 days with no additional intervention necessary. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)